Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a painful rash underneath the rear therapy electrodes. The patient's physician advised the patient to use benadryl on the irritation. The rash did not improve, and the patient decided to discontinue use of the lifevest. The medical outcome of the irritation is unknown.